Event description:
Pump continued to alarm upstream occlusion, tubing not recognized, and then air limit exceeded. There was not an occlusion, tubing was loaded properly, and there was no air in line. All trouble shooting was performed to try and get the pump to infuse. Vancomycin was infusing. Both mother and patient were woken up by the alarming pumps, pumps were changed 3 times (all with the same alarms). This delayed antibiotic infusion and kept patient awake for over one hour.this facility has had multiple problems with this device over the last year and has been working with the manufacturer. The cause of the problem is unknown but continues to recur.